Event description:
Stent placement was attempted in the left circumflex artery but would not cross the artery. The stent became dislodged from the balloon requiring retrieval through the guide catheter and left radial sheath. Confirmation of complete removal of the stent was done visually and under fluroscopy. The stent and guide catheter were examined under fluoro, the stent was stripped from the balloon with unraveling of the struts noted. No injury to the patient.